Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 100-190 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.